Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a check syringe plunger error. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the tamper seal broken on bottom case and plunger assembly, and there was also a crack on the right plunger assembly. There was evidence of the reported problem (error) recorded in event history log. The reported problem was duplicated. Force sensor test error was found at power up; senor was also unable to calibrate. The investigation found that the force sensor cable detached which was the cause of the reported problem. For corrective action, the force sensor was replaced. The root cause of reported problem was traced to the customer. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 4000.

Manufacturer narrative:
B5: additional information received on 13july2022 via email and attached to complaint object: date of the event: (B)(6) 2022, it is unknown if the event occurred during patient use, the event did not result in patient harm, it is not known if the event resulted in patient harm, the outcome of the event is unknown., corrected data: h4: correction: device manufacturing date: 23-jan-2019.